Event description:
This lead was disabled due to diaphragmatic stimulation and loss of capture. All available info suggests that this lead remains inactively implanted. If additional info becomes available, this event will be updated.